Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device simply failed as a result of atrophy that resulted in the patients return of incontinence. The aus 4.5cm cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The patient fully recovered following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device simply failed as a result of atrophy. The aus 4.5cm cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The patient fully recovered following the procedure.